Event description:
The supplied wire became unraveled in the pt's vessel. The physician became aware when the wire was removed from the pt. The coil wrapped around the bottom half of the wire came off of the wire core. The pt was taken to interventional radiology for retrieval and x-rays. The procedure had to be rescheduled.

Manufacturer narrative:
(B)(4).